Event description:
It was reported the implantable neurostimulator (ins) was found to be ¿open and therefore unable to be used¿ during a procedure. It was stated the two manufacturer representatives that had handled the ins package since receiving the shipment had not opened it. It was noted that ¿looking at how the seal had been opened, it looked as though it had split during transit at some stage.¿ it was stated the device was not used in the patient. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the seal on the outer box had been cut with a sharp instrument. There were also scratches on the outer box by the seal indicating that the seal had been cut with a tool. There was also a ¿consignment stock¿ label affixed to the side of the outer box. The sterile package containing the ins had not been opened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.